Manufacturer narrative:
Insulin pump was received with a blank display, fault isolated to printed circuit board. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the corner of the belt clip rails, faded/peeling serial number label, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 8.7 mmol/l. Troubleshooting for cosmetic damage was performed. Customer advised they fell and the screen was damaged on the insulin pump. Customer advised the device did not work because of the damage to the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.